Event description:
It is reported that approximately 5 months following the implantation of a resolute integrity drug eluting stent the patient is feeling tired and lazy. The physician feels this may be related to the patient's mental status.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure. Device or procedural images not provided for review. (B)(4).